Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that noise was observed on the device. No intervention has been performed to resolve the event. The patient was in stable condition and will continue to be monitored.